Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to recurring incontinence. The physician believes there was either urethral atrophy or erosion which led to the recurring incontinence. During the procedure, when explanting the cuff the physician accidentally perforated the urethra. He believed the cuff was stuck to the urethra. As a result, a new aus device was not implanted and the patient was given time to heal. The patient returned on (B)(6) 2023 to have a new aus device implanted and was assessed for healing. The physician observed via cystoscope that the patient had healed appropriately. A new aus device was implanted and there were no patient complications. This report is to capture the aus replacement due to recurring incontinence, atrophy, erosion, and cuff stick to the urethra.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.